Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a total hip done at a different hospital at an unknown date. The cookers used were a cemented summit stem, pinnacle cup and neutral liner with a 36 +12 femoral head. This patient was being revised because the cement mantle around the stem had fractured and appeared to have subsided leaving the patient approximately 1 cm short on this side. The stem was removed and the cement mantle was removed. A reclaim 21x140 stem with a 24x85 proximal body was used along with a 36 +1.5 ceramic head. The neutral liner was also removed and replaced with a 54x36 +4 10 degree liner. Loosening interface was bone to cement and cement to implant. Cement manufacturer was unknown. Doi: unknown; dor: (B)(6) 2022; affected side: right hip.

Event description:
Additional information received indicated that the cement manufacturer was unknown and the products were not for returning.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.